Event description:
The balloon was inflated to 10 atm and after 60 seconds the indeflator was released to bring contrast out of the balloon. However, the balloon remained inflated for 5-6 minutes. Multiple syringes were used to vaccum out the contrast. After 5-6 minutes the balloon was able to come down and the case was successfully completed.

Manufacturer narrative:
A review of the manfucature records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross dilatation catheter was received for evaluation. The catheter was in a double bag and the catheter shaft was kinked 2.5cm from the balloon's proximal cone and entangled in the knot of the inner bag. The catheter exhibited another kink at the distal edge of the strain relief and several bends. A water-loaded inflation device was attached to the inflation port and the catheter was pressurized but it leaked at the noted distal kink. The water was purged from the device and a water-glycerin mixture was pressurized into the catheter. The catheter continued to leak but the balloon was able to inflate. Negative pressure was pulled and the balloon deflated in 2.5 minutes. Air leaked into the inflation lumen through the noted leak compromising deflation efficiency.